Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/10/2014 with the following findings: black box and alarm history verified alarms on reported date. Motor drive was removed and evidence of debris was found in the motor drive gears. Pump was able to rewind, load ,prime, and deliver a basal rate for 24 hours with no alarms duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.